Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead's threshold was significantly higher. Reportedly, there was also insulation damage noted and conductor fracture suspected. This rv lead was explanted. No additional adverse patient effects were reported.